Manufacturer narrative:
Johnson & johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson & johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & johnson consumer, inc. Or its employees that the report constitutes an admission that the device, johnson & johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. H4, h6: device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on january 22,2020. If information is obtained that was not available for the follow-up #1 medwatch, an additional follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient age, weight and ethnicity and race were not provided for reporting. This report is for reach j&j floss clean burst cinna 55yd USA 381370092193 8137009219usa 8137009219usa, lot number 02220d. (B)(4). Lot number: 02220d. Exp date: na. Device is not expected to be returned for manufacturer review/investigation. Device evaluation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. A review of the device history records has been requested. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A female consumer reported an event with reach j&j floss clean burst cinna 55yd USA. Consumer stated that the floss is thicker and defective. Consumer alleged it yanked at her crowns and teeth when she tried to pull it out. Consumer alleged it was happening in like 4-5 places and a couple of her crowns are now loose. The consumer¿s symptoms have not resolved as her crowns are still loose.